Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently received a shock. However, since the device was at end-of-life, the physician was unable to review the device shock history to determine if the therapy was appropriate. The physician subsequently explanted and replaced the device due to normal battery depletion. During the procedure, it was noted that the right ventricular (rv) lead had insulation damage. The physician surgically capped and abandoned the lead, and a new rv lead was implanted to resolve the event. No additional adverse patient effects were reported. The explanted ICD is expected to be returned for analysis, and the rv lead remains implanted, but capped and out-of-service.